Event description:
It was reported that the alarm ¿both batteries need service¿. The failure occurred during routine morning check by hospital staff, with no patient involvement. No harm to any person has been reported. As both batteries were affected, there is no back-up power supply in the event of ac power failure during treatment. Therefore, a report is required. Complaint ID: (B)(4).

Manufacturer narrative:
A getinge service technician will investigate the affected cardiohelp. A follow-up medwatch will be submitted when additional information becomes available.